Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced a low blood glucose (bg) level of 55 mg/dl. The low bg was treated with orange juice. It was reported the customer's doctor had recently made an increase to the basal setting. Tandem technical support assisted the customer in lowering the basal rate back to the previous setting for the 12am-6am timeframe.